Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/01/2020. A manufacturing record evaluation was performed for the finished device lot kmj392, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was used to complete the procedure? =>no further information is available. Was the surgery completed successfully? =>no further information is available. Was the surgery delayed due to the issue? =>no further information is available. If yes how many minutes? Was there any alleged deficiency noted with the suture during the surgery? Please explain: no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass surgery on an unknown date; and a suture was used. During the procedure, the suture broke during vascular anastomosis. There were no adverse patient consequences reported. No additional information was provided.